Event description:
The pt reported that the pump rebooted without user intervention. He reported that the pump will randomly vibrate and beep then he looks down and the screen reads zero units of insulin remaining although the cartridge is full when he removes the cartridge. He says he last changed the battery cap about one year prior to calling animas on november 8, but denies that the battery cap was loose at the time the pump rebooted.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. The owner's booklet states that the battery cap should be replaced every six months and the pt had not replaced it for a year. No conclusions can be made at this time.